Manufacturer narrative:
The country of origin is (B)(6). The previous qc tests had acceptable results. The sample was requested for return. The sample has not been received at this time. If the sample is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable free psa elecsys e2g 300 and elecsys total psa immunoassay results from the cobas e 801 module serial number (B)(4). This MDR will cover thefree psa elecsys e2g 300 reagent. Refer to the MDR with patient identifier = (B)(6) for the elecsys total psa immunoassay reagent. The initial results were: free-psa = 0.03 ng/ml, total-psa = 0.02 ng/ml. And the rerun results were: free-psa = 0.03 ng/ml, total-psa = 0.02 ng/ml. The questionable results were reported outside the laboratory.